Event description:
A female pt was positioned head first, supine and scanned with the 4 channel shoulder coil for an examination of the left shoulder. A third party headphone from cinemavision was used during the examination. Four hours after the examination, a second degree burn of 2cm on the right side of the face was reported.

Manufacturer narrative:
(B)(4). (Result), (conclusion) - the incident reported is caused by the used third party headphone. This cinemavision headphone was not manufactured or approved for use by philips healthcare.